Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the customer informed teleflex (B)(4) on (B)(6) 2011 about an issue with a 3-way stopcock which occurred in (B)(6) 2010. They reported, the stopcock was leaky and changed it successfully to a b. Braun stopcock. There was no negative impact on the patient. Further information, event details, medical history, drugs administered, etc. Could not be obtained. The customer has been instructed to report issues at the time of occurrence.